Manufacturer narrative:
Device evaluated by MFR: analysis of the tip, sheath and hub/strain relief included microscopic and visual inspection. Inspection of the device found no other damage or defect. The reported packaging damage could not be confirmed, as the packaging was not returned for analysis. G1: MFR site address 1 - c. Industrial lt. 001 mz. 105 no. 20905 int. A.

Event description:
It was reported that the inner product packaging was compromised. A mach 1 guiding catheter was selected for use. Prior to usage it was noticed that the inner package was compromised. No patient complications were reported.

Manufacturer narrative:
MFR site address 1: (B)(4).

Event description:
It was reported that the inner product packaging was compromised. A mach 1 guiding catheter was selected for use. Prior to usage it was noticed that the inner package was compromised. No patient complications were reported.